Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she had a crack near the battery compartment. Customer does not know how the damage occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. However, moisture damage was found on the keypad traces during visual inspection. No button error alarms noted during testing. The device had cracked reservoir tube lip, broken battery tube threads, cracked case at display window corner, minor scratches on the lcd window, and scratched reservoir tube threads.